Manufacturer narrative:
The field service engineer (fse) was at the customer site on 12/29/2016. The fse confirmed that the failing ca control failures for bilirubin and observed bubbles in the rinse line. He replaced the rinse pump to resolve the reported issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca quality controls failing false negative for bilirubin on the ichem velocity automated urine chemistry system. The customer was getting false low results on protein. There were no erroneous results generated or reported out of the lab.